Event description:
It was reported that the clips that hold screw on broke.

Manufacturer narrative:
The conquest fn proximal screwdriver was returned and evaluated. A visual inspection revealed that the retaining clip was not returned with the extension rod and screw driver body. No damage or material deformation that would cause the device to fail was observed on the returned parts; however, use damage was observed on the knob of the screw extension rod. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem.